Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is squirting insulin during the manual prime process. The current blood glucose reading is 172 mg/dl. The drive support cap is protruded. Nothing further reported.